Event description:
A hospital in (B)(6) reported that the pressure line connection to the rt228 infant breathing circuit was "very loose", causing leaks during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt228 infant breathing circuit is not sold in the USA but is similar to a product that is sold in the USA. The 510(k) for the similar product is k020332. Method: the complaint device has not been returned for evaluation. However, additional testing was performed on two rt228 breathing circuits from the production line to check the fit of the pressure line and pressure port. The two breathing circuits were pressure tested and submerged in a waterbath to test for leaks. Results: without a complaint device we are unable to determine what caused the problem observed by the customer. The pressure and waterbath test of the two rt228 breathing circuits did not find any leaks and the pressure was found to be within specification for this product. The connection between the pressure line and pressure port was found to be tight and did not come loose during testing. Conclusion: without the return of the complaint device we are unable to determine what caused the problem observed by the customer. The additional testing of the two rt228 breathing circuits revealed that the connection between the pressure line and pressure port is of a tight fit. Prior to leaving production, the pressure line is also tested whereby the pressure elbow is tested for resistance of a pulling force of (B)(4) from the pvc tube of the pressure line. Our user instructions that accompany the device state: "check all connections are tight before use"

Event description:
A hospital in (B)(6) reported that the pressure line connection to the rt228 infant breathing circuit was "very loose", causing leaks during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt228 infant breathing circuit is not sold in the USA but is similar to a product that is sold in the USA. The 510(k) for the similar product is k020332. The reported complaint is currently under investigation. A follow up report will be provided upon completion of our investigation.